Manufacturer narrative:
Maquet inc. Submits this report on behalf of the device manufacturing facility maquet critical care, ab. Maquet critical care ab provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
During a test situation it was noted that the level alarm system stopped the pump without generating an alarm. No patient was connected to the device.